Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal coronary angioplasty. The 95% stenosed target lesion was located near the inner shunt anastomosis in a moderately tortuous and moderately calcified vessel. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 15 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications were reported and patient was in good condition post procedure.